Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the non-tortuous and severely calcified iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during initial inflation at 3 atmospheres for 15 seconds, the balloon ruptured even before it reached the nominal pressure. The device was pulled back easily and the procedure was completed with another of same device. No patient complications were reported and patient status was stable.